Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that there was oversensing of noise leading to pacing inhibition with asystole greater than two seconds due to an unknown reason. A revision procedure was performed where an excessive amount of blood was observed in the header of the right ventricular (rv) port and in the rv lead lumen. Entrapped air was also noted. There was a concern over a possible connection issue. During the procedure they were unable to reproduce the noise with manipulation. The physician opted to explant the cardiac resynchronization therapy defibrillator (crt-d) due to a concern over a possible issue with the header of the device. The rv lead was left implanted with a new device. The physician was reminded to clean the terminal pins prior to inserting into the device header. No additional adverse patient effects were reported.